Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure relief valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction that could result in a loss of mechanical ventilation. The patient was manually ventilated and unit replaced, case resumed. There was no report of patient injury.